Event description:
A patient was implanted with a prodisc l implant at level l3-4 on (B)(6) 2025. The pdl device was adjacent to a fused level. Following the implantation surgery, at a routine work up the inferior endplate was found to have expulsed anteriorly from the disc space. The surgeon stated "the space somehow opened up as if there was a pars fracture, but no fractures were detected on MRI. The disc just spit out the inferior side intact." The patient had no complications or symptoms from the expulsed endplate; however the surgeon made the decision to remove the implant and fuse the patient, the removal surgery occurred on (B)(6) 2025.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc l implant at level l3-4 on 12aug2025. The pdl device was adjacent to a fused level. Following the implantation surgery, at a routine work up the inferior endplate was found to have expulsed anteriorly from the disc space. The surgeon stated "the space somehow opened up as if there was a pars fracture, but no fractures were detected on MRI. The disc just spit out the inferior side intact." The patient had no complications or symptoms from the expulsed endplate; however the surgeon made the decision to remove the implant and fuse the patient, the removal surgery occurred on (B)(6) 2025. A DHR review found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was not returned following the removal surgery therefore no evaluation could be completed. Imaging was provided that showed the migrated inferior endplate. There were no anomalies identified during the complaint investigation. The removal was completed due to implant endplate migration. This report is for 1 of 3 devices involved in this event.